Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. During removal of the old device, urethral erosion was observed at the cuff site. The entire original device was explanted and the reimplant was aborted. It is believed that the cuff pressure led to urethral erosion. A foley catheter was inserted to aid in urethral healing. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse events of erosion and incontinence are a known risk of the device. The cause of the erosion and incontinence was not established by the physician, although erosion and incontinence are included in the labeling documentation as an adverse event of implant surgical procedure of the device. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. During removal of the old device, urethral erosion was observed at the cuff site. The entire original device was explanted and the reimplant was aborted. It is believed that the cuff pressure led to urethral erosion. A foley catheter was inserted to aid in urethral healing. There were no additional patient complications reported.